Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. After a 6fr sheath and guidewire was advanced, pre-dilation was performed using a coyote balloon catheter and then a 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. Upon first inflation at 4 atmospheres for 20 seconds, the balloon ruptured and leakage of contrast agent was noted in the center side. The device was removed with no blade left in the body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. After a 6fr sheath and guidewire was advanced, pre-dilation was performed using a coyote balloon catheter and then a 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. Upon first inflation at 4 atmospheres for 20 seconds, the balloon ruptured and leakage of contrast agent was noted in the center side. The device was removed with no blade left in the body. The procedure was completed with another of the same device. No patient complications were reported.